Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to evaluate and repair the device. The fse noted that the connection had piece broken. The fse inspected the subject device, replaced the auxiliary scope connection ports, cleaned, inspected the device, checked disinfectant, detergent and alcohol, ran cycle tests and all tests passed, software attributes were verified and confirmed. The investigation is ongoing and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus technical assistance center (tac), the yellow scope connector port of the endoscope reprocessor was damaged. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Attempts were performed to obtain additional information, but no new information was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to stress. The following information is stated in the instructions for use (IFU): ¿abnormality is detectable by inspecting the equipment in accordance with the following IFU. Chapter 3. Inspection before use: 3.3 inspecting the connectors: check the following for each connector. The connector should be fixed firmly the o-rings should be free of abnormalities such as cracks, tears, or dents¿. Olympus will continue to monitor field performance for this device.